Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient was unable to see distance and reading. The lens was exchanged. Poor corrected near vision was the clinical reason provided.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).